Event description:
The hospital has experienced 16 reported incidents of the abg syringe either exploding or leaking. 13 of these incidents have occurred during transportation to the lab using the tube stations. 1 exploded resulting in blood all over the rn's face and chest. 2 exploded/leaked when air was expelled. These incidents have been consistently reported during the entire month and has been documented to have occurred in the micu, sicu, nsciu, and ficu units. Here is a summary of those events: [redacted date] - three incidents reported: x2 abg syringes exploded¿reported a ¿coca-cola¿ sound when expelling air; 1 abg cap not staying on. [Redacted date] - abg syringe that would not close/would not stay on, lot# 4441352. [Redacted date] - abg syringe exploded while capping syringe, lot# 4466996. [Redacted date] - abg syringe exploded while nurse capping the syringe, lot# 4460307. [Redacted date] - after collecting a repeat arterial blood gas this morning from an a-line, I attempted to remove the air from the heparinized syringe with the cap securely in place and the blood shot through the cap and landed on my shirt, pants and arm. The was no direct blood exposure. [Redacted date] - abg syringe exploded blood all over the rn's face/ chest. [Redacted date] - abg syringe exploded in the bag after being tubed to the lab. [Redacted date] - 14 incidents in micu abc. 12 cap fell off/exploded in route to the lab via the tube station; 2 resulted in exploding/leaking when air expelled. Lot# 6022633.